Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 4.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to predilate the lesion. However on the first inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another with the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and patient's status was good.